Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during use. The home patient (hp) stated that the hc was leaking from the bottom. The technical service representative (tsr) explained that the hc does not come in direct contact with solution and that it may have been supply-related. The hp stated that it was the hc leaking and wanted to swap the device, so the tsr initiated a swap. The supply lot numbers were not available at the time of the call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that he did not note anything unusual about his supplies that night. He would not elaborate further on the leak. Therapy since has been going well, and there were no adverse events reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.